Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was flushed. Customer¿s blood glucose level was 380 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was not alleging insulin pump was under delivering. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No loose drive support cap anomaly noted during test. (B)(4).